Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. The pump was not returned. Data logs showed the "placement signal not reliable" alarm triggered; the waveform remains out of specification for the remainder of support. The optical sensor parameters at the time of the failure were characteristic of optical fiber damage due to torque. Therefore, it was determined that the cause of the optical signal issue was most likely a damaged optical fiber line.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. The pump triggered a 'placement signal lost' alarm after more than 70 days of runtime. Pump position was confirmed via echocardiography. Support was continued, and no harm occurred to the patient.